Manufacturer narrative:
Concomitant products: sdr303 ipg, implant date unknown.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited high thresholds and low impedances. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.